Event description:
The reporter stated that there was a non-infusion of IV fluids resulting in clotting off of the IV line. It was further stated that a new line had to be started. There was no pt injury or treatment associated with this event.